Event description:
It was reported an issue with optilene suture. The client reported that the suture was removed from the pouch. During this inspection it was found that the suture is split at the end and continues to unravel. Several additional pouches from the suture carton were opened and inspected - the identical defect was observed. When did the failure occur: error out-of-box.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and manipulated sample (contaminated) in which a part of the thread shows splitting. However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements conclusion root cause analysis: it has not been possible to determine the root cause because the sample received is manipulated and a further analysis cannot be conducted. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.